Manufacturer narrative:
Zimvie did not receive one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1289878. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1289878 for similar events and one other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k011028, k013227. H6: additional h6- patient codes: 4755: swelling/edema, 1880: headache.

Event description:
It was reported that dr. Changing antibiotic from amoxicillin 500mg to augmentin 875 and started medrol steroid pack on (B)(6) 2025. Implant #14 was placed to site of missing tooth on (B)(6) 2025 with prp. Patient seen on (B)(6) 2025 (saturday) as emergency for pain, swelling, headache and inflammation. She did not have a fever. We changed her antibiotic from amoxicillin 500mg to augmentin 875mg and started medrol steroid pack. Post op on (B)(6) 2025, still having pain and sensitivity. Suspect possible metal allergy. On (B)(6) 2025, per patient's request, the implant was removed, the site debrided and bone grafted with prp. Patient is going to have metal allergy testing before replacing implant.